Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photos were returned. The reporting facility did not provide a lot number or any identification of the product. Based on the reported information, this review is limited to the iol (intraocular lens) appearances in the three photographs provided. Evaluation of photographs 1 and 2 suggests the presence of lens epithelium on-growth (lecog), with greater prominence in photograph 1. The iol in photograph 3 is too blurry for a meaningful assessment of the lens condition, except for what appears to be a contracted anterior capsule compared with photographs 1 and 2. While these findings are suggestive, they cannot be confirmed through photographic review alone. Additional supporting evidence is needed to accurately assess the iol appearance and determine the relevance of these photographs within the context of the complaint investigation. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implantation surgery, the patient had anterior epithelial on growth, so the surgeon did a yag (yttrium aluminum garnet) and patient was returning next week and vision was reported as 20/40 post operation but after 7 months later it was reported as 20/150. Additional information has been requested. There are two medical reports associated with two patients. This file is 2 of 2.